Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by a reservoir change. The customer's blood glucose was 25.6 mmol/l. The customer stated that she performed troubleshooting herself with the plunger but was unable to get the insulin out manually. The customer requested to return the infusion set and reservoir for analysis and was unable to troubleshoot at the time of the call. The customer was unable to determine the cause of the issue. The customer was advised to replace the reservoir and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.